Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13617. It was reported a patient's right ventricular lead presented with loss of capture as seen in premature ventricular contraction (pvc) episodes. This was addressed in a procedure on (B)(6) 2021 where the lead was explanted and replaced. During the same procedure, the atrial lead was noted to be kinked so it was explanted and replaced as well. Post-procedure the patient was stable.